Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late, lymphadenopathy, capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphadenopathy, capsular contracture baker grade IV, rupture, cyst.

Event description:
Healthcare professional reports right side cystic lesions, rupture, capsular contracture baker grade IV, "liquid between the external capsule and the implant capsule", and axillary "lymph nodes with an inflammatory appearance". The device remains implanted.